Event description:
It was reported that a button was stuck on the customer's insulin pump during a bolus delivery attempt. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 141 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened, creased down button dome switch. The insulin pump received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and a cracked reservoir tube.